Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had a barrel that was cracked on two sides. No serious injury or medical intervention reported.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had a barrel that was cracked on two sides. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: customer returned to franklin lakes, (1) 1cc, 8mm, 31g relion syringe in an open poly bag from lot # 7065640. Customer states that the barrel of the syringe is cracked on two sides before injection. The returned syringe was examined and exhibited cracks in the barrel ranging from the 50-100 unit markings. Sample was forwarded to manufacturing (holdrege) on 20jul2018 for further review. On 26jul2018, holdrege received one (1) 1ml, 8mm, 31g syringe in an opened polybag from batch # 7065640. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause likely to be a jaw jam on the ffs (form fill & seal) equipment, resulting in the multiple cracks noted within the syringe barrel wall. When this type of event occurs, any portion of the syringe or component may exhibit varying degrees of damage, such as that which has been noted within the returned sample. Generally, the device is rendered inoperable by the end user, due to the damage sustained. A review of the device history record was completed for batch # 7065640. All inspections and challenges were performed per the applicable operations qc specifications. There were eleven (11) notifications [200687495, 200687541, 200683634, 200683596, 200682883, 200687670, 200682557, 200682975, 200682921, 200687195, 200683060] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for damaged/cracked barrel on lot # 7065640. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had a barrel that was cracked on two sides. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.